Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 301, 338, and 339 mg/dl. The customer stated her expected fasting blood glucose test result range is 100-140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/13/2026 and per the customer the open vial date is >4months (expired). The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 301 mg/dl date: 3/24 time: 11:24am fasting result 2: 338 mg/dl date:3/24 time: 10:17am fasting result 3: 339 mg/dl date:3/24 time: 12:48am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-006: passed open expiration date. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.